Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "error message 266" (device displays error message). A nurse reports system message 266 could not be cleared by rebooting the device and the system had to be stitched to complete the case. This occurred prior to the beginning of surgery. The second system was already primed as a back-up unit, so there was no delay or pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).